Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had chip on the edge of the reservoir compartment and the insulin pump goes through the priming. The customer's blood glucose was unknown at the time of incident. The customer reports that the insulin pump had louder noise and motor error on insulin pump before. The insulin pump will not be returned for analysis.